Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to section d - suspect medical device fields. The instrument has been updated to a monopolar curved scissors instrument. As of the date of this report, the monopolar curved scissors instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Isi did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have thermal damage on the main tube. The damage was located where the main tube and proximal clevis meet. The instrument does not have a conductor wire nor releases energy. A review of the procedure logs indicated that a monopolar instrument was used. Common causes of the failure of the thermal damage on instrument main tube are typically attributed to the use conditions. This may result from inadvertent collisions between the two instruments, thermal energy was conducted on the main tube, resulting in visible thermal damage. The probable root cause is attributed to thermal damage to the main tube resulting from unintended energy transfer during the procedure, likely due to inadvertent collision with another instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, a prograsp forceps instrument was observed to have a large piece of insulation missing from the tip. The prograsp forceps instrument was noted to not have been used on the patient. There was no report of patient involvement or patient injury.